Manufacturer narrative:
B5- per updated information it was clarified that this case of edema was no product related, but surgery related, and it resolved. The edema did not require treatment beyond what is standard after ocular surgery. There was no patient injury. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. D4 - corrected to "serial #: (B)(6), expiration date: 30 - sep - 2022" in initial MDR. H1 - corrected to serious injury in initial MDR. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.50/5.0/122, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 as a replacement lens to correct excessive vault. For status of the eye (signs / symptoms) the reporter stated "still has edema and stitch due to wound leakage intra-op. Ac is not shallow anymore. But it will recover soon." If additional information is received a supplemental medwatch report will be submitted.